Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following; only surgeons experienced in appropriate specialized procedures should use this product and it is the responsibility of the surgeon to become familiar with the proper procedures. Do not use reamers or drill bits through the bone plug as these devices may cause damage to the bone plug and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility that during an acl reconstruction on (B)(6) 2019 using a transtibial approach the acl bone plug which is part of the acl kit, 8821, came out and floated up into the joint when the doctor was doing the femoral reaming. The surgeon retrieved the plug with a 3-minute delay of surgery. The piece was completely removed and the surgery was completed as planned. This report is being raised based on device malfunction with potential for injury upon reoccurrence.